Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: (B)(4)-user's test strip had poor storage. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is concerned with all of the results in the meter's memory. The expected fasting blood glucose test result range is 80 to 120mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in her purse. The test strip lot manufacturer's expiration date is 08/23/2018 and open vial date is one week ago. The meter memory was reviewed for previous test result history (date / time not set): a 147mg/dl, (B)(6)2017 05:53 pm, fasting: yes. A 192mg/dl, (B)(6)2017 01:37 pm, fasting: yes. A 183mg/dl, (B)(6)2017 01:29 pm, fasting: yes. A 155mg/dl, (B)(6)2017 06:55 pm, fasting: yes. A 192mg/dl, (B)(6)2017 06:51 pm, fasting: yes.